Event description:
It was reported that a patient presented with over-sensing noted on the patient's implantable cardioverter defibrillator. Corrective programming changes were planned. No adverse patient consequences were reported.